Manufacturer narrative:
Patient information was not provided. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen for the s5 roller pump became unresponsive during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen for the s5 roller pump became unresponsive during a procedure. There was no report of patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The device was cleaned and disinfected. The field service representative replaced the part, test run and the system function properly. Livanova received the parts for further investigation. The described error could not be reproduced, in the visual inspection was found a little damage on the ito layer, probably this problem has changed the value of the horizontal resistor and also affected the correct function. Functional check performed, touchscreen responds sporadically to finger pressure, also after two hours test run. By the hardware analysis it was found, that one component on the hkr board was defective; that was the cause of the failure. The touchscreen and hkr will be scrapped for safety reasons. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are currently in progress for this issue.